Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and found no image and the camera head was not functional. Additionally, the customer reported issue of error 224 was confirmed on the screen due to a faulty cable unit. The device was repaired and returned to the user facility.

Event description:
The customer reported that when the device was plugged in the image does not appear and the error code 224 was received. The customer reported that there was no patient involvement. The customer also reported that there was no damage or abnormalities observed when the device was inspected. No additional information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information in section h6 and h10. An investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The device history record was reviewed and showed the product met all specifications upon release. The root cause could not be established. Although a root cause could not be established, error code e224 occurs when there is communication abnormality with the processor. Additionally, labeling instruction for use indicate the following: "do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the camera head and compromising patient and/or operator safety." Olympus will continue to monitor the field performance of this device.